Event description:
During surgery on (B) (6) 2010, with the ardis implant attached to the inserter, the implant broke upon insertion. At the time of the incident, about one third of the cage was already between the vertebras. The surgeon removed all of the ardis implant and completed the surgery with another implant. The surgery was extended for less than 15 minutes.

Manufacturer narrative:
Pt information was unk. Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.